Event description:
It was reported that during attempted implant of the left ventricular (lv) lead, the lead was not able to be screwed in the desired location due to suspected helix problem. Therefore the lv lead was removed and replaced with a new lead. It was also reported that the replacement lv lead dislodged during slitting. The lv lead was repositioned and remains in use. It was noted that the patient is part of the alsync study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product evaluation summary (B)(4): the lead segments was returned to the manufacturer and analyzed and no anomalies were found. The lead distal electrode was covered in blood. (B)(4).

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).